Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 475cc saline prosthesis and experienced issues post procedures. The left sided prosthesis was reported to be hard, misshapen, and crunchy. Additionally, the point on her left side of her nipple and it is rough. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 2/26/2019. In addition to the issues reported previously, the patient also experienced capsular contracture (baker's grade unknown). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. Clarification was received from the patient. Patient code 2613 (wrinkling) initially reported has been removed. Manufacturer¿s reference number: (B)(4).